Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device turns off after 1-2 minutes. There is one pin broken. Additional information received from the customer indicated that there was no error message or audible alarm prior to the unit powering off. The condition occurred when using both ac and dc power. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was powered on and after a few seconds the display shuts down and 10 beeps are heard. The known 10 beeps anomaly was observed due to a defective instrument board, causing the device to shut off after approximately a minute.